Event description:
The customer reported on (B)(6) 2014 his blood glucose reached 340 mg/dl less than 3 hours after the pod was activated. Upon deactivation he noticed there was a needle mechanism failure. He was able to activate a new pod and gave a correctional bolus of insulin (exact dosage was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.